Event description:
V40 femoral head dissociated from accolade tmzf trunion. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2007 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Additional information was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade stem was reported. The event of disassociation of head from stem was confirmed by medical review. Method & results: product evaluation and results: not performed as no product was returned for evaluation and no photographs were provided for review. Clinician review: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem, but deemed the information insufficient and rejected it for a medical review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusion: it was reported that the femoral head was dissociated from accolade tmzf trunion. Also, he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of chromium and cobalt in his blood. The provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem, but deemed the information insufficient and rejected it for a medical review. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as patient demographics, primary and revision operative reports, past/clinical medical history, and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
V40 femoral head dissociated from accolade tmzf trunion.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as patient demographics, primary and revision operative reports, past/clinical medical history, and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
V40 femoral head dissociated from accolade tmzf trunion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
V40 femoral head dissociated from accolade tmzf trunnion.